Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2011-05519. Reference MFR report #: 1627487-2011-05520. The pt received her scs system on (B)(6) 2011 including two percutaneous leads (from different lots) and one lead extension. It was reported the pt had fallen. She experienced overstimulation when she would turn the stimulation on. An impedance check was performed and revealed invalid impedance. An sjm representative was able to recapture coverage, but the stimulation was not strong enough in the pt's right arm. The doctor plans to meet with the pt to discuss the next course of action. No further info is available at this time.